Manufacturer narrative:
Corrected from "no: device evaluation anticipated, but not yet begun" to no: other - device not returned for evaluation." Conclusion : the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device not returned for evaluation.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using ruby coils. During the procedure, the physician was unable to advance the ruby coil through the delivery catheter against resistance. The ruby coil was removed. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.